Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up this left cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements in addition to loss of capture (loc) at high output; a lead fracture was suspected. As the patient is not pacemaker dependent, the physician elected to reprogram the device to right ventricular (rv) pacing only and continue with normal follow-up. No adverse patient effects were reported.